Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported the device would not turn on / off. The customer checked the power cable, charged the device overnight and it still will not turn on. There was no patient involvement.

Manufacturer narrative:
Corrected g4, h3, h6(methods, results, conclusion), h10 a review of the device history record for (B)(6) was performed from date of manufacture 03/30/2014 to the present date 10/26/2020 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported the device would not turn on / off. The customer checked the power cable, charged the device overnight and it still will not turn on. There was no patient involvement.